Event description:
It was reported that the implantable cardiac monitor (icm) experienced chronic r-wave undersensing, as well as oversensing of t-waves. The icm remains in use. No patient complications have been reported as a result of this event.